Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent could not be deployed; however, upon removal of the deployment system it became detached outside the pt's body. Both portions of the delivery system were removed without incident. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the sample evaluation it is confirmed that the deployment mechanism had been actively used until breakage of a force transmitting joint occurred when the stent was still loaded in the stent housing. It could be confirmed that the delivery system broke in the mid section which let to separation of the device. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to the reported issue have been evaluated. The use of a 0.014" guide wire was considered a contributing factor to the event reported. Based on the info available, a definite root cause for the reported event could not be identified. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'; furthermore, the IFU and the packaging labels demand for a 0.035" guide wire.